Manufacturer narrative:
As received, a complete lead was returned in one piece. It was not possible to perform stylet insertion test due to the stylet being stuck inside the lead, as received. The reported events of stylet removal difficulty and the lead being damage during removal were confirmed. Visual inspection found the stylet stuck inside the lead and the connector pin pulled from the lead body. The cause of the reported event of lead damage during stylet removal was isolated to procedural damage. The cause of the reported event of stylet removal difficulty was isolated to the bunching of stripped stylet ptfe coating and inner coil.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, there was difficulty inserting the stylet into the lead. After the lead was placed, the stylet was unable to be removed from the lead, and the lead was damaged during the attempt to remove it. A new lead was used, and the procedure was completed successfully. The patient was stable with no consequences.